Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preventative maintenance inspection by a field service engineer, it was found that a deposit material while checking the suction channel using the cleaning brush. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to inappropriate reprocessing by the user, such as insufficient brushing, insufficient rinsing, or using an inappropriate cleaning brush. Olympus stated the appropriate reprocessing of pcf-h190dl and the counter measures against abnormalities in the instruction manual of pcf-h190dl.